Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the lead exhibited failure to sense, impedance problem, failure to capture and suspected fracture. The lead was removed and replaced. No patient consequences were noted.

Manufacturer narrative:
The event of failure to sense, impedance problem, failure to capture and suspected fracture was not confirmed. Final analysis found a complete lead was returned in one piece. Electrical testing, visual and x-ray inspections did not find any anomalies.